Event description:
About one month post implant it was reported that the patient was experiencing pain at the incision site during activity. The physician concluded the pain was attributable to the header of the device pushing against the incision site when the patient was active. The pocket was re-opened and the device was removed temporarily while the pocket was expanded superiorly such that the header would not protrude against the incision site. The device was then re-implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).